Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2022).

Event description:
It was reported that approximately three weeks post port placement, the device allegedly leaked. It was further reported that the port body and catheter were removed from the patient. There was no reported patient injury.

Event description:
It was reported that approximately three weeks post port placement, the device allegedly leaked. It was further reported that the port body and catheter were removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported fluid leak issue, as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.